Manufacturer narrative:
(B)(4). Batch # n57k8f. The analysis results showed that the cs40b device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer not fully cut and with the knife recessed below the reload deck. The knife was manually advanced and it was noted to be damaged. In addition, with the staples partially form over the washer, and cartridge c, unfired was received. This condition is consistent with the device being partially activated, or and obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with the returned reload c and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, they were not able to activate and fire and fire the device. They opened a competitor's device and completed the procedure. Or time prolonged for an unknown amount of time. There was no adverse consequence to the patient.